Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer's caregiver reported the customer received a message 'lo' (reading <40 mg/dl) on the sensor and was provided cookies as treatment. A subsequent result of 361 mg/dl was obtained on a competitor brand device and customer was treated with insulin bolus (dose unknown) by the caregiver. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer's caregiver reported the customer received a message 'lo' (reading <40 mg/dl) on the sensor and was provided cookies as treatment. A subsequent result of 361 mg/dl was obtained on a competitor brand device and customer was treated with insulin bolus (dose unknown) by the caregiver. No further treatment was reported. There was no report of death or permanent injury associated with this event.